Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a routine follow-up complaining of experiencing diaphragmatic stimulation. The stimulation source was identified to be from the left ventricular lead. The nurse reprogrammed the device and was able to reduce the amount of stimulation. The patient was in stable condition and would continue to be monitored.